Event description:
It was reported that the procedure was to treat an unspecified lesion. During use, the copilot bleedback control valve was leaking excessively. The procedure continued and was successfully completed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the complaint history of the reported lot revealed no similar complaints from this lot; however, the reported leak / splash issue appears to be related to a potential product quality issue. The investigation determined the reported leak / splash appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D9: device available for evaluation updated from yes to no. G4: corrected PMA/510(k) # from k991102 to k950752.